Event description:
The customer reported that he was attempting to perform a control test with the contour next ez meter and obtained an e3 error message, which is indicative of "used strip inserted". The customer felt symptoms of hypoglycemia, however, as he was unable to verify the meter performance, he could not perform blood glucose testing. The customer went to consume sugar, however on his way to kitchen, he fell and broke his ankle. Later, the customer took a cup and a half of granulated sugar. No further treatment details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter with serial # (B)(6), and no manufacturing anomalies were found.